Event description:
It was reported that when the surgical technician and the doctor both tried to advance the pre-loaded diu375 intraocular lens (iol) it would not advance. Eventually, with force, it was released, but the lens was damaged. Through follow-up, additional information was received confirming there was no patient contact, no injury, and no vitrectomy. The procedure was completed successfully with back-up lens, which was implanted into the patient's ocular sinister (left eye). Patient outcome post-procedure was reported as patient has good outcomes.

Manufacturer narrative:
Date implanted/explanted: not applicable as the lens was not implanted. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.